Event description:
The olympus, model cf-h190i, was returned to olympus for repair due to a report of a "flow problem, identified during the endoscope disinfection cycle" while reprocessing the device. Upon inspection and testing of the returned device, it was found that foreign material clogged the nozzle and the material could not be removed. This report is submitted due to the finding of foreign material clogging the nozzle which could not be removed.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that foreign material clogged the nozzle and the material could not be removed due to buckling. Additional evaluation findings are as follows: air/water flow issues from the air/water flow system; distal end defects; angulation malfunction; physical defects of the bending section and insertion tube; internal defects of channel; image defect. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material within the nozzle could not be definitively identified. Regarding the user¿ s reprocessing and handling, deviation from the instructions for use (IFU) was not confirmed. Therefore, no further cause could be presumed. Olympus will continue to monitor field performance for this device.